Manufacturer narrative:
(B)(4).

Event description:
The customer complained that they had obtained discrepant mg2 magnesium gen. 2 (mg2) results that resulted in them having to issue corrected reports for 30 patients. The discrepant results were produced by a cobas 6000 c (501) module that had generated a gripper alarm when it was attempting to remove a reagent cassette. A new mg2 reagent cassette was loaded onto the c501 and calibration and qc testing was performed. The mg2 results for 2 patient samples were provided. For patient 1 the initial mg2 result was 4.21 mg/dl. The initial mg2 result was released outside of the laboratory but was questioned by a nurse. The sample was repeated and a mg2 result of 1.88 mg/dl was obtained. For patient 2 the initial mg2 result was 4.18 mg/dl. The initial mg2 result was released outside of the laboratory but was questioned by a nurse. The sample was repeated and a mg2 result of 2.02 mg/dl was obtained. Patient 2 is a (B)(6) male with a date of birth of (B)(6). The repeat results were deemed to be correct as corrected reports had been issued. There were no adverse events. The mg2 reagent lot was 24977901 with an expiration date of 31-jan-2019. The customer resolved the issue by reloading the reagent packs. The customer ran calibration and qc all of which were acceptable.

Manufacturer narrative:
The customer states that the issue has been resolved. The reagent and sample probes were not the issues. The customer stated that the night shift technician received a gripper mechanism error. The technician manually removed the mg cassette from the analyzer and discarded it. The analyzer still believed there was a mg cassette on board the analyzer so all the following mg testing was performed with no mg reagent. A day shift technician later loaded another reagent cassette into the position where the analyzer still believed a mg cassette was present. The technician then using the system software "dumped" this newly loaded cassette and the system no longer falsely believed there was a cassette of mg on board.

Manufacturer narrative:
The customer stated that all maintenance was up to date and there were no issues with sample or reagent probes. There were no issues with any other assays. All special washes were programmed. The customer was unable to confirm if the issue was with more than one cassette. The calibration and qc were in range before and after the issue. Precision testing was performed on (B)(6) 2017 and all results seemed to be okay.